Event description:
It was reported that the patient experienced a ventricular tachycardia (vt) storm and received multiple rounds of anti-tachycardia pacing (atp) from the cardiac resynchronization therapy defibrillator (crt-d). In one particular episode, the patient received three rounds of atp, with the third round accelerating the vt from 180 beats/minute to 210 beats/minute (still in the same programmed zone) and changing the morphology. The crt-d then delivered a 41 joule shock as programmed which converted the rhythm. It was also noted that some of the r-wave intervals were unstable, causing the rhythm to fall out of the therapy zone. Technical services recommended possibly decreasing the redetection duration from seven seconds to one second in each vt zone. The patient was admitted to the hospital following the shock and due to positive covid status, the crt-d wasn't interrogated at that time. The events were transmitted later via the patient's home monitoring device. The patient was subsequently discharged and no additional adverse patient effects were reported. It was additionally reported that the crt-d was programmed from three zone programming to two zone programming in an attempt to limit this device behavior in the future.